Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose and insulin pump alarmed multiple pump error alarms. Blood glucose reading was 42 mg/dl. Customer was using insulin pump system within 48 hours of reported low blood glucose event. Customer was treated with juice and food. Customer was unsure if auto mode was used. Customer was able to clear the pump error alarms, power loss alarms and program the insulin pump. Customer performed self test and it was passed. Customer stated that the insulin pump had pump error alarm after restarting it. Customer was able to clear the alarm and able to rewind the insulin pump. Customer stated that the insulin pump again had critical pump error; they were not able to clear and rewind the insulin pump. Customer removed the battery and received multiple pump error alarms during basal. Customer was unable to clear the alarms; however able to rewind the insulin pump. Customer stated that the fill cannula was recorded in daily history. The pump will not be returned for analysis.